Event description:
Additional follow up information noted that a call to the office of dr; no information would be released without written family consent form. A call to coroner; the case did not go to the coroner's office so no autopsy was performed.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0vcc2, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0vcc2, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted:(B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4), implanted: (B)(6) 2015, product type: programmer, patient. (B)(4).

Event description:
The healthcare provider (hcp) reported via the manufacturer's representative (rep) the patient developed encephalitis around the burr hole wound resulting in a revision and removal of the right lead on (B)(6). At that time one lead and stimloc were removed but the extensions, implantable neurostimulator (ins), and left lead weren't removed. The hcp told the rep. He felt the profile of the stimlock caused air to get in and start this process. The hcp stated the stimlock should not be used on patients who are bald, too high a profile, and the area didn't close or heal well. The rep. Was told they were going to treat the area, and also "cleaned up" the other side where the second lead was, and recovered the exposed burr hole cap. Following the revision the patient was admitted to the hospital for a few days for observation and was later released to go home. The rep. Was later information that the patient died on (B)(6) 2015. The rep. Did not have the official cause of death, and noted this would have to be given by the hcp. The rep. Was later informed by the hospital outreach coordinator the cause of death was pneumonia and not encephalitis like previously reported. The physician later reported the patient expired in another city and was under the care of other physicians. The physician's information was obtained from the patient's wife who believed the patient died of pneumonia. When the physician was asked if the cause of death was related to the patient's therapy or device they stated "probably so. Due to poor wound healing over the patient's stimloc device they developed pneumonia episodes requiring removal of the stimloc and right lead. (Illegible) of the pneumocephalus." It was noted two prior attempts were made to re-close the wound and preserve the lead on the right. Relevant medical history includes parkinsons dual and movement disorder.